Event description:
It was reported that pump displayed malfunction code and fault message without any notable events beforehand. There was no adverse impact to the customer¿s blood glucose level. Technical support guided customer through pump reset, confirmed malfunction did not recur after reset, advised that pump could continue to be used, and instructed customer to call back if malfunction code appeared again, which customer understood.